Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
The 1.8 mm sleeve was to supple/flexible. Impossible to insert it into a 2.2 mm incision. The surgeon had to change the sleeve. No patient impact. No product available.